Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ drug eluting stent was advanced treat the lesion but the stent was dislodged from the delivery balloon. Apparently, the physician failed to notice that the stent was missing until the physician went to deploy the stent and inflate the balloon. The stent was subsequently found on the floor. The patient was not affected by the incident. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with one end of the stent receiving minimal damage compared to the mid-section portion of the stent. The mid-section appears to have been stretched with the stent struts distorted out of their original crimped stent profile. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).